Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The bwi product analysis lab received the device for evaluation on 05-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with thermocool smarttouch sf catheter. It was reported that char, the solid carbonized material, was formed close to or on electrode(s) of catheter during ablation procedure. There was an intermittent or low irrigation on the device but not complete occlusion (video provided). A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 29-jul-2025. The char/thrombus was located on the catheter shaft (no water drainage). No error message. No issues related to temperature on the catheter. The generator ablation mode and thresholds to were power control mode, 40, 45w. The noted temperature was 25, impedance 122o and power 45w. The patient was anticoagulated and it was maintained throughout the procedure between 300 ¿ 320. The physician did not consider that the char / thrombus was excessive. The physician did not consider that the amount of char/thrombus observed caused a potential risk to this patient. The correct catheter settings were selected on the generator. There were issues with the flow rate change at the start of the ablation. The duration of the ablation used was not greater than 60 seconds. The average contact force was not greater than 40 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 103ml/min. Heparinized normal saline was used as the irrigation fluid. The patient did not exhibit any neurological symptoms since the procedure was completed. The issue was noted before the device was used on the patient. No error was noted from the irrigation pump; the water output was not smooth and there was no jet-like appearance. Steps taken to resolve the irrigation issue was to inject heparin water into catheter. The irrigation issue (device used on patient) described in the event was assessed as MDR reportable. This char issue initially reported was originally considered non-reportable, however, bwi became aware on 29-jul-2025 of char/thrombus was located on the catheter shaft and have reassessed the char/thrombus event as reportable. The awareness date for this reportable issue is 29-jul-2025.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with thermocool smarttouch sf catheter. It was reported that char, the solid carbonized material, was formed close to or on electrode(s) of catheter during ablation procedure. There was an intermittent or low irrigation on the device but not complete occlusion. Additional information was received. The char/thrombus was located on the catheter shaft (no water drainage). The physician did not consider that the char / thrombus was excessive. The physician did not consider that the amount of char/thrombus observed caused a potential risk to this patient. The investigation was completed on 16-oct-2025. A video was received for evaluation following johnson & johnson medtech's procedures. According to a video provided by the customer, a dripping irrigation was observed on the catheter even when flow pressure was observed in the tubing. However, it is not possible to determine the presence of char/thrombus/clot based only on the video provided. The customer complaint was confirmed based on the video received. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char residues in the dome area. A microscopic examination was performed, and the irrigation holes were observed clean, no foreign material were identified. According to the video provided by the customer, a dripping irrigation was observed on the catheter even when flow pressure was observed in the tubing; however, during the analysis in the lab an irrigation test was performed, and the device was flushing correctly, no obstructed holes were identified. Finally, a temperature and impedance test was performed, and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the char could be related to the procedure; however, this could not be conclusively determined. In the other hand, the irrigation issue reported by the customer could not be possible to replicated during the investigation, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of radio frequency (rf) energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Recheck the irrigation system prior to restarting the rf application. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. In the other hand, flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Increase the irrigation to the high flow rate starting up to 5 seconds before the onset of rf energy delivery and maintain the high flow rate until 5 seconds after termination of the rf energy application. For power levels up to 30 w, a high flow rate of 8 ml/min should be used. For power levels between 31 w and 45 w a high flow rate of 15 ml/min should be used. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: photo analysis: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Device analysis: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿intermittent or low irrigation¿ issue. -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char / thrombus¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char residues in the dome area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).